Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing non-sustained rv oversensing on the rv lead due to noise. Noise was not reproducible in clinic. Lead was extracted and replaced. No further information.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that patient experienced dyspnea and occasional palpitations in addition to having multiple stored episodes of non-sustained lead noise. Patient was stable before, during and after the event.